Manufacturer narrative:
The following devices were also listed in this report: 32mm +8 lfit v40 head, cat #: 6260-9-332, lot #: 44872502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The liner and head were exchanged for new parts.